Event description:
The customer reported that the system was not able to perform fluoroscopic x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A cable was repaired. The system was tested and found to be working as intended and back into service.